Event description:
Resident was strapped into lift and raised to standing position. At that point resident started slipping out of sling and fell striking the back of their head on a wheelchair causing a laceration. Resident was taken to ER where x-rays were taken, but no treatment was given; laceration was 8 centimeters in length. Assistant director of nursing of the facility reported that the sling was not properly placed on the pt which caused them to fall through. There was no defect identified on the sling by the reporter.

Manufacturer narrative:
Additional info will be provided upon conclusion of the manufacturer's investigation.